Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding system error (se) 2240, which occurred on the homechoice (hc) during drain 4/5. The home patient (hp) had an unused supply line open. The sample was discarded and the lot number was unknown. The hp's caregiver was contacted regarding the reported incident. The hp's caregiver confirmed the hp has had no further problems. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.